Manufacturer narrative:
(B)(4). The transfer set was returned, and the evaluation was completed. Visual inspection (microscopic and naked eye) verified the reported hole in the transfer set tubing. Furthermore, leak testing revealed a leak at the site of the identified tubing cut. Clear passage and clamp function tests were performed with no issues noted. The reported leak due to a cut/hole was verified during sample analysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown transfer set leaked. The reporter stated that there was a ¿small slit¿ in the middle of the tubing, and the set was leaking onto the patient¿s bed. It is unknown if the patient was connected at the time of the event. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.